Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump received button error. The customer¿s blood glucose level was 116 mg/dl. The customer reported that the act button was not responding. It was reported that the insulin pump stopped working. The customer was unsure about time clock advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. Unit had unresponsive buttons due to corroded damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button.